Event description:
It was further reported that "in the proximal region of the stent one strut had more space between the other." This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment stent damage occurred. The 85% stenosed, 3.5x27mm concentric and denovo target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). The lesion was predilated with a 2.5x12mm maverick balloon resulting in 60% residual stenosis. A 3.0x32mm promus element stent was advanced to lesion and deployed at 14atms for 30 seconds. After the stent was implanted an angiogram was performed confirming that the stent was well positioned and apposed; however stent damage was noted. A 3.0x12mm liberte stent was implanted inside of the promus element stent at the damaged area due to the potential risk of thrombosis. The lesion was post dilated with a 3.5x12mm maverick balloon. The procedure was completed with no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).